Event description:
It was reported that prior to starting, during set up the surgical staff reported seeing a loose wire at the tip of the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wire at the tip is loose was confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is missing from the clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.